Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in a hospice hospital. The customer was hospitalized on (B)(6) 2018 due to a high blood glucose. The cause of death was reported as diabetes. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer's blood glucose was unknown at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer used third party sensors. The caller reported the customer's blood glucose at the time of hospitalization was too high to do anything about it, but did not know the exact value. The caller declined to return the insulin pump for analysis as it was no longer in their possession.